Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 424 mg/dl. The customer was treated with injection. Customer stated that the device is not communicating with the transmitter. The customer was advised there may have been some rf interference with his cell phone which he keeps close by or it just sensor a little longer to get recognized by the device. The customer has no communication and blood glucose was down.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.